Manufacturer narrative:
(B)(6). (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during the insertion of an intra-aortic balloon (iab), the packaging of the iab was missing the guide wire needed to advance the iab. The physician tried to advance the iab without the guide wire but was unsuccessful. The customer then used the guide wire from a new iab package to insert the balloon. There was no reported injury to the patient.

Manufacturer narrative:
Additional information section h - evaluation method codes added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported that during the insertion of an intra-aortic balloon (iab), the packaging of the iab was missing the guide wire needed to advance the iab. The physician tried to advance the iab without the guide wire but was unsuccessful. The customer then used the guide wire from a new iab package to insert the balloon. There was no reported injury to the patient.